Event description:
According to the reporter: balloon inflated asymmetry.

Event description:
Procedure: laparoscopic partial nephrectomy. Customer states: the following event occurred prior to use on patient. Ay inspection prior to use the doctor confirmed the balloon could not be inflated by use of syringe. New one was opened to complete the case with no problem. No patient involvement. Later a nurse and the doctor tried again for several times and then at last found it became possible to inflate the balloon. Operating time not extended.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).